Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned. Visual analysis found two external insulation abrasions consistent with friction to another device or patient anatomy which also exposing the outer coil distal to the suture sleeve tie impression and at the distal tip region. Electrical testing found internal shorts consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-39387. It was reported that the patient's right ventricular (rv) lead exhibited oversensing. It was also reported that the patient's right atrial (ra) lead exhibited noise. The rv lead and the ra lead were explanted and replaced. The patient was stable.